Manufacturer narrative:
The field reports of high pacing impedance and noise were confirmed. As received, a complete lead was returned in two pieces. X-ray inspection of the lead found the inner coil to be separated adjacent to the bi-furcation boot. Electrical testing was performed and found the lead to fail continuity testing at the inner coil. Sem analysis was performed on the inner coil and confirmed that all inner coil filars were fractured. The fractured inner coil in the pocket region likely caused the complaints reported from the field. Other damages were consistent with that occurring at time of explant.

Event description:
The right ventricular (rv) lead was explanted and replaced due to lead noise and increased pacing lead impedance. Fluoroscopy did not reveal any damage on the lead. The patient was stable with no patient consequences.